Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 167 mg/d at the time of the incident. The customer was advised to hold down the act button until receiving a second series of beeps and numbers appear on the display. Customer stated the insulin pump had pump error alarm. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected external error alarm noted during testing. Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.